Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. The pt's iliac arteries were severely tortuous with severe calcification. It was reported that the guidewire that was initially used wasn't stiff enough. The combination of the soft guidewire and the condition of the iliac arteries caused the graft to kink below the taper tip. The physician switched out the wire and tried to advance the same device again. The device kinked and was removed. The physician pulled a second aneurx bifurcated stent graft of the same size and the case was completed successfully. No sequelae were reported and the pt is reported to be fine.